Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:43:56. During night drain cycle seven, the patient's ultrafiltration reading was 1413ml, indicating the home patient drained 1413ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, inappropriate bypass of the caution: negative ultrafiltration alarm. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.